Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical technician reported that prior to a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power to the handpiece. It was noted that the handpiece was working as intended it was a loose footswitch cable. A technician reset the cables. The case was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) was ordered for the customer, to resolve the issue. The customer was able to reinstall the new footswitch cable on their own at a later date. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming footswitch cable. The manufacturer internal reference number is: (B)(4).